Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8l44 that has a similar product distributed in the us, list number 6l22. Concomitant medical products architect i2000sr ln 03m74-02 sn (B)(4); architect anti-hbc ii ln 08l44-25 ln 87191li00; prism hbcore ln 1a77 ln unknown

Event description:
The customer observed (B)(6) results while using architect anti-hbc ii reagents. The following data was provided for the same donor. Specimen 1 (tested using lot 85025li00) initial (B)(6), repeat (B)(6). Specimen 2 (microtube tested using lot 87191li00) initial (B)(6), no repeat values provided. Prism hbcore method was (B)(6) for both specimens ((B)(6)). No impact to patient or donor management was reported.

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, accuracy testing. The product was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. An external panel (biomex scp-hbv-001 and 004) was tested with retained kits of the likely cause reagent lot and results were compared with historical architect anti-hbc ii data from biomex. The complaint lot and the historical lot detected the same bleeds of the seroconversion panels as reactive with comparable s/co values. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found. Concomitant medical products architect i2000sr ln 03m74-02 sn isr50422 architect anti-hbc ii ln 08l44-25 ln 87191li00 prism hbcore ln 1a77 ln unknown